Manufacturer narrative:
Radiograps showing the alignment of the devices whilst in vivo were analysed in lieu of returned implants.

Event description:
It was reported that revision surgery was performed due to pain.